Event description:
After catheter insertion and during the clamping of the extension set, the y adpater popped off and the pt started to bleed everywhere. The catheter had to be pulled and the pt was restuck.